Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in two segments for analysis. External insulation was noted at 12.1-12.2cm from the electrode tip, consistent with lead friction to another device or feature of the heart. The (B)(4) coating was intact at this location.

Event description:
It was reported that the lead was explanted and replaced due to noise. Clavicular crush with exposed conductors were observed.